Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to emergency room (ER) due to blood glucose (bg) level of 397 mg/dl; cause was unknown. Customer delivered a bolus via the pump to address bg. Bg was treated with intravenous fluids of saline, and tylenol and zofran. Customer was released from the ER 4 hours later with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.